Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: cervical stenosis, disk herniations, and degenerative disk disease at c4-5, c5-6, and c6-7. For which, patient underwent following procedures: c4-5, c5-6 and c6-7 anterior cervical diskectomy and decompression. C4-5, c5-6 and c6-7 anterior cervical interbody fusion. Anterior cervical plating from c4-c7 using the globus providence plating system. Globus peek interbody fusion cages at c4-5, c5-6, and c6-7. Use of bone morphogenic protein. Per op notes, the globus peek, interbody fusion cage was packed with a piece of rhbmp-2/acs soaked sponge. This is an extra small sponge, which was cut into thirds. This was tamped into position and viewed under fluoroscopy. Intra-op x-rays showed good position of plate, screws and interbody grafts. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.